Event description:
The following has been reported: error 22, calibration done still error. When replacing new force sensor kit with calibration, the problem solved. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed. The internal CAPA is noted but this device is not impacted. Device log history was not provided therefore no review could be performed. The device was not returned to brézins as repairs were carried out locally. According to provided information, the force sensor kit has been replaced, that solved the issue. The force sensor sent back to brézins for further investigation. Once in brézins, a visual control was performed and nothing was noticed. Several tests with laboratory tools carried out, and all passed. The reported event could not be reproduced and might be linked to another part/ factor but can only be analyzed with the associated device, therefore the root cause remains unknown. Please be informed that an internal CAPA was opened for error 22 but as the reported event is not confirmed it cannot be directly linked to it. . To our knowledge this complaint is not being related to patient safety this complaint is considered as: not confirmed the trend is: abnormal.